Manufacturer narrative:
H.6. Investigation: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As there was no sample or photo available for evaluation, a root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that erroneous results occurred during use with unspecified bd blood collection tubes. The following information was provided by the initial reporter, "inconsistent results with bd blood collection tubes compared to other tube types. Customer refused to provide details on complaint. Stated that bd is "not friendly;" refused to compromise the "25%" price increase. They are changing products."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred during use with unspecified bd blood collection tubes. The following information was provided by the initial reporter, "inconsistent results with bd blood collection tubes compared to other tube types. Customer refused to provide details on complaint. Stated that bd is "not friendly;" refused to compromise the "25%" price increase. They are changing products."